Manufacturer narrative:
A visual inspection of the returned cycler showed physical damage with discolored heater tray. There were visual indications of dried fluid within the cassette compartment on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Functional display test failed. The screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known working inverter board was installed, and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. Mushroom head check passed. An internal visual inspection was performed. There were visual indications of dried fluid on the rear panel, on the bottom cover behind the front panel, and on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler had a display brightness problem during an unknown phase of peritoneal dialysis (pd) treatment. The patient stated that the screen is so dim that the letters are hard to read and the screen brightness was set to 10. The cycler was rebooted but the displayed remained dim. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. There was no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. Additional information was requested, however to date has not been provided.